Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had needle defects that caused difficulty in use. No serious injury or medical intervention was reported.

Event description:
It was reported that bd insyte autoguard shielded IV catheter had needle defects that caused difficulty in use. No serious injury or medical intervention was reported.

Manufacturer narrative:
DHR: n/a - lot unknown no samples or photos were provided for this incident. Observations and/or testing; was not conducted because units were not provided for this incident for the alleged defect of needle defect-other, as stated in the pir. Indeterminate: no units (samples) or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. Without a sample for evaluation and testing there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir.